Event description:
It was reported that the zimmer ats 2000 lost pressure during a case. Additional clinical follow up with the hospital indicated that the surgeon remarked in mid-procedure that "tourniquet had lost pressure." They recalled an audible alarm but were unable to recall what led display indicated. They were using a "single zimmer leg cuff." Although there were other available units, the procedure was stated to have been completed without any cuff or unit replacement(s). There was no increase in surgical time, and the planned procedure was completed without conversion to a different procedure or approach.

Manufacturer narrative:
The device was not returned to the MFR for repair. The service records indicate that the device is 15 years old and has been in 3 times for repairs. The last repair was on (B)(6) 2009, for a non related issue. Unable to determine a cause of the reported complaint. According to clinical follow up, the biomed department was unable to reproduce the reported complaint, and the cuff used for the procedure was unavailable to them for eval. It appears as though the device operated correctly in that clinical follow up indicated an audible alarm was heard by the staff, however they were unable to recall what it was. The fact that the procedure proceeded with the same device would indicate the cuff pressure was sufficient to continue. The device was serviced and returned to the customer.